Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the adhesive joint of the curved rubber is chipped. Based on the results of the investigation, the most probable cause of the additional reported failure(s) did not lead to a clear conclusion about the root cause of the reported event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the endoeye flex deflectable videoscope exhibited that the bending section cover (a-rubber) adhesive joint was chipped. The issue was found during preparation service/maintenance. There were no reports of patient involvement.